Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain due to the ipg resting at the spine. It was noted that the ipg had migrated. The patient underwent a revision procedure. The patient was doing well.